Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that a vns patient underwent generator replacement surgery due to end of service. Further information was received from the explanting hospital indicating the patient's lead was explanted as well due to unk reason. Further follow-up from a company representative with the treating surgeon revealed the lead was explanted due to a possible lead break. Programming history was sent through a company representative indicating high lead impedance on system diagnostics on (B) (6)2010. The explanted lead was returned to the manufacturer and underwent product analysis. Product analysis of the returned lead revealed that other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. However, since the electrode array portion was not returned for analysis an evaluation and resulting commentary could not be made on that portion of the lead. Moreover abrasions were noted on the outer silicone tubing. Additionally, the lead assembly had a yellowish substance inside the inner silicone tubing of the lead coils. No obvious point of entrance was identified other than the cut end of the returned lead. No adverse effect was identified on the device performance as a result of this condition.